Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) troubleshot the issue and found that the slide rails of two half-height cubie drawers were damaged. All cubies were removed from drawers 2.1 and 2.2 in hardware test application. The station was powered off, and the back panel was removed to access the drawers. The fse replaced drawers 2.1 and 2.2 with new ones, closed the back panel, and powered on the station. The drawers were configured, and all cubie pockets were reinstalled in hta. The customer inventoried medications to test the drawers successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. As per part investigation, it was determined that there was migrating bearing retainer. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: section d unique device identifier (UDI). Part analysis: the report of the medstation drawer failing was confirmed during fse testing. According to work order (wo) (B)(4), the field service engineer (fse) replaced hh drawer 2.1 and 2.2 and configured the drawer. Operational verification was completed. External visual inspection of the received assembly smart hh cubie drawer was conducted. No visible damage was found during the inspection. Dchu inspection was performed on the smart cubie drawer hh drawer. The top drawer opened but exhibited sticking and required additional force to fully extend. The bottom drawer opened without issue. Repeated open/close testing revealed that the top right slide rail bearing retainer was migrating out of the slide, with the bumper stop and ball bearings missing. Additionally, the top left slide rail was missing both the bumper stop and bearing retainer, causing the drawer to detach from the rail. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause for the reported failed drawer was identified and attributed to a migrating bearing retainer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.